Event description:
It was reported that the atrial lead impedance alert tripped when it was thought to be programmed off. Due to the patient's chronic afib, the clinician wants the atrial lead impedance alert programmed off. The device alert is programmed separately from turning off the home monitor alert, which was not clearly understood. This misunderstanding will result in an unnecessary trip to the clinic for the patient. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.